Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the pacer appeared to be av pacing at about 120 ppm. Magnet placement did not stop the high pacing rate and the device could not be interrogated.